Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an encore inflation device was used in the superior femoral artery during an angiogram of the leg procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge of the device would not show any pressure and the gauge needle did not move at all. It was also noticed that the threaded plunger would not lock and seemed to be loose. The procedure was completed with another encore inflation device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.